Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes and was sent to the manufacturing site to conduct the investigation. Note: following investigation was performed by the supplier. The investigation has confirmed the complaint description. Given the uniform surface state, it is concluded that the complaint is linked to a manufacturing issue during the manufacturing of the blank lot. The visual inspection and dimensional inspection have shown that most likely, the manufacturing issue was caused during the blank manufacturing. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lcp pl 3.5 5ho l72 ti would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device, product code: 412.812ts-15, lot number: 57144p8, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25 mar 2025, manufacturing site: jabil grenchen, expiry date: 01 mar 2030. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery for a distal radius fracture. During the surgery, the head of the screw in question had been distorted, and the screwdriver wouldn¿t fit. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant), h4 corrected: e4, g1 (manufacturing site name). H3, h4, h6: the product was returned to depuy synthes and was sent to the manufacturing site to conduct the investigation. The investigation has confirmed the complaint description. Given the uniform surface state, it is concluded that the complaint is linked to a manufacturing issue during the manufacturing of the blank lot. The visual inspection and dimensional inspection have shown that most likely, the manufacturing issue was caused during the blank manufacturing. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lcp pl 3.5 5ho l72 ti would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 412.812ts-15 lot number: 57144p8 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 25 mar 2025 manufacturing site: (B)(6); expiry date: 01 mar 2030 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.